Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 4267632. D4. Medical device expiration date: 31-mar-2026. H4. Device manufacture date: 23-sep-2024. D.4 UDI#: (B)(4). The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-feb-2025. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo and customer sample were reviewed and the indicated failure mode for missing gel was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of missing gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing gel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes the gel was missing from two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot#: 4267932 was reported; however, this is not a valid lot number manufactured for the reported catalog number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes the gel was missing from two (2) tubes. No adverse impact was reported regarding the patient or user.